Manufacturer narrative:
The t:flex user guide states to replace the cartridge every 48 hours if using humalog insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) for the past occlusions was not impacted. The current bg was 170 mg/dl. After the past occlusions occurred, the customer would either clear the alarm or change the supplies and resume insulin delivery. A pump system check was not performed for the current occlusion as the customer had removed the infusion set site and reverted to using a backup pump to manage diabetes. Reportedly, the customer was using humalog in the cartridge for 3-5 days. Tandem technical support informed the customer that humalog was labeled for 48 hours use in the cartridge.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.